Manufacturer narrative:
Surgery to explant the patient's device is to be scheduled.

Event description:
The patient experiencing a decrease in performance, vertigo and sound perception problems. In 2006, the surgeon performed an exploratory surgery to look to for a fistula. The surgeon did not find evidence of a fistula. However, he did not find a damage to electrode array, near the cochleostomy site. The surgeon placed some fascia around the electrode, so that it was no longer touching the facial nerve canal. The patient's c1 device remains implanted.